Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic linear endobronchial ultrasound (ebus) procedure, the bronchofibervideoscope was found to be producing unclear images. The patient was under sedation at the time of the event, resulting in a surgical procedure delay of less than 30 minutes. A change in surgical technique was required to complete the procedure. There was no report of patient harm associated with this event.